Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the dependent patient presented in emergency room and had a merlin transmission on (B)(6) 2018. Upon interrogation the atrial lead exhibited noise oversensing leading to pacing inhibition and low impedance. Programming changes were made. The lead was capped and replaced on (B)(6) 2018. The patient was in a stable condition before, during and after the procedure.